Manufacturer narrative:
Concomitant medical products: 429688 lead, implant date: (B)(6) 2014, c4tr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing and diminished sensing on the right atrial (ra) lead. It was also noted there was potential t-wave oversensing (twos) on the atrial channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The atrial sensitivity was reprogrammed.